Manufacturer narrative:
(B)(4).

Event description:
Date of event: (B)(6) 2012. Device: unknown mesh. Mesh was implanted in the abdomen due to an existing intestine prolapse. She had complaints of pain after the surgery. She was released a week after her surgery. In (B)(6) 2012, she went to hospital in (B)(6) for a second opinion. She has difficulty with movements, particularly stretching and bowing down. Patient has gained around 24 kilo in 1 year, and is unable to perform after 6 p.m. She was hindered by the (tightness of the) mesh and experiences digestive problems regularly. The mesh has moved, causing client to faint of pain. The mesh is releasing.